Event description:
--

Manufacturer narrative:
The lead remains partially abandoned. The device remains in service with no change. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that out of range shock impedance and increased threshold measurements were observed on the right ventricular (rv) lead during a routine follow-up. A lead revision was performed and the lead was partially abandoned through laser lead extraction. The rv coil with tip/screw were abandoned in rv apex. A new right ventricular (rv) lead was implanted. There were no adverse patient effects reported.